Event description:
According to the initial report received via email on 09mar2026, protect study patient experienced (s)ae#8: "dane or secondary entry." Event onset is 12nov2025 and event end date is 05dec2025. The event is recorded as probably related to the amds device and possibly to the amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2022. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Additional information received 03/17/2026: dane or secondary entry- the entry was located in the small curvature of the aortic arch, ca 2/3cm distal of the amds anastomosis.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.